Event description:
Device malfunction: stent accordioned, foreshortened. Time of malfunction: during deployment. Symptoms/ae: none. It was reported that during a stenting procedure of the superficial femoral artery, the xceed stent accordioned and covered only one-half of the length of the target lesion. Reportedly, the lesion was described as moderately tortuous and calcified. An absolute stent was used to cover the remaining length of the target lesion. There were no reported patient sequelae. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any finding relevant to this report.